Manufacturer narrative:
As of 11/14/2022 aso submitted retained samples and unused returned product for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product.

Event description:
Consumer stated on (B)(6) 2022 that product caused a bad allergic reaction on her skin. Consumer returned customer information request (cir) on 11/03/2022. Consumer stated that he required treatment. Her doctor checked the area, and no prescription medication was given. Consumer informed that a rash and swelling occurred for several days. Consumer stated that the symptoms corrected after stopping using the product. In addition, consumer confirmed that the issue was with the tape area.